Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that upon removal a tampon string separated and a tampon came apart leaving pieces inside of her. She experienced bacterial infections, odor, discomfort and distress.